Manufacturer narrative:
Concomitant medical products: product ID: 306001, lot#: unknown, product type: screening device, product ID: 309201, lot#: unknown, product type: screening device, other relevant device(s) are: product ID: 306001, serial/lot #: unknown, product ID: 309201, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a trial patient who was using an external neurostimulator (ens) for urge incontinence. It was reported that their leads have dislodged.